Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed an alert related to patient data. The patient underwent a computed tomography (CT) and will have another one in the near future. A boston scientific technical services consultant review of device memory identified a benign error. No adverse patient effects were reported.